Event description:
(B)(6) reported a breakage of a synex ii endplate one month post-operation.

Manufacturer narrative:
Device was used for treatment. The exact part number could not be identified. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was not returned to manufacturing. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.